Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause is unable to determined from the info provided. Based on the info available, there is no indication or a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr 2.3, laboratory inr: 5.0. The time between testing was one (1) hour. Therapeutic range 2.5 - 3.5 for the pt. Additionally customer reported; coumadin held for 2 days based on laboratory inr result.